Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Device evaluation summary - x-ray demonstrated heavy calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Hematoma was observed on cusp area of all three leaflets at outflow aspect. Incidental findings - a white pledget was seen on the sewing ring near leaflet 2 on the inflow aspect. The sewing ring was cut near leaflet 3 and exposed the metal band. The wireform was also exposed at leaflets 2 and 3 of outflow aspect. Commissure 2 was bent outwards. The reported stenosis was confirmed as secondary to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted six (6) years, one (1) months and fifteen (15) days, was explanted due to aortic stenosis secondary to calcification. The patient status was reported as "recovered" in a general ward at the hospital. The device was returned for evaluation.